Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt her stimulation coverage had moved in addition to losing left side back stimulation. The sjm representative was unable to achieve optimal coverage via reprogramming. Follow-up identified x-rays revealed lead migration to the right side of the epidural space. As a result, surgical intervention was undertaken to explant and replace the lead which resolved the issue.